Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. Images was received from the field, which appeared to show deformation. However, it could not be confirmed. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2025, a 34mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage occlusion (laao) procedure using a 12f amplatzer amulet delivery sheath. During procedure, the patient's activated clotting time (act) levels was 297s and 500 units for heparin was administered. The amulet was successfully implanted. During the control echocardiogram (echo) after laao closure, it was noticed that the disc looked as if it was being pulled all the time and had a bulbous deformation. The patient was reported stable.

Manufacturer narrative:
Na. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 34mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage occlusion (laao) procedure using a 12f amplatzer amulet delivery sheath. During procedure, the patient's activated clotting time (act) levels was 297s and 500 units for heparin was administered. The amulet was successfully implanted. During the control echocardiogram (echo) after laao closure, it was noticed that the disc looked as if it was being pulled all the time and had a deformation. The day after the procedure, tamponade and symptoms of myocardial infarction had occurred. The patient was reported stable.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. Images was received from the field, which appeared to show deformation. However, it could not be confirmed. The cause of the reported incident could not be conclusively determined. The lot and part number updated to 9-acp2-007-022 10638425.